Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a diabetic seizure which caused him to fall and break his belt clip. No further details were provided, and attempts to contact the customer have been unsuccessful so far.